Event description:
Facility reported indicate where pt had blood loss due to a needle coming dislodged. Pt taken to the hosp for blood transfusion. Amount of blood lost is unk.

Manufacturer narrative:
3m initiated a recall on micropore tape single-use rolls ((B) (4)) on 01/25/10 and have notified the (B) (4) district office of this action.